Manufacturer narrative:
(B)(4). The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. The optiflow junior provides a revolutionary step between low-flow oxygen therapy and CPAP. Method: we have not received any complaint devices for evaluation, but have now managed to obtain photographs of the complaint cannulae. Our investigation is thus based on inspection of the photographs and our knowledge of the product. Results: inspection of the photographs showed two different cannulae and it could be seen that the left loop pad (wigglepad padding) had become detached from the cannula. Glue residue could be seen on the cannulae. There was also visible traces of adhesive on the loop pad material on the side that comes in contact with the cannula. The cannulae appeared well used and were soiled and stained. A lot check revealed no other complaints of this nature for the lot number provided. Conclusion: we are unable to determine what caused the loop pads to become detached. The optiflow junior cannula maintains good retention on the infant's face during use. The wigglepads can become soiled with patient secretions over time and this can affect the retention. For this reason our user instructions warn the user to replace them when necessary and spare wigglepads are available for this purpose. Loop pads are bonded to the infant optiflow cannula using specialised primer and cyanoacrylate glue, in addition to the adhesive on the loop pad's backing. The bond strength of the loop pads to the cannula exceeds the bond strength of the loop pads to the hook on the wigglepads. The user instructions that accompany the optiflow junior cannula show in pictorial format how to correctly remove the cannula and also contain the following statements: ensure skin is dry/prepared. Check cannula remains secure on the face. Replace wigglepads if required.

Event description:
A hospital in (B)(6) reported that the "velcro" of the opt318 optiflow junior nasal cannulae came off during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. The optiflow junior provides a revolutionary step between low-flow oxygen therapy and CPAP. The complaint cannula is currently en route to fisher & paykel healthcare for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that the "velcro" of the opt318 optiflow junior nasal cannula came off during use. No patient consequence was reported.